Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the a pushed in contact. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper insertion of the cable into the console (improper handling). This was further defined as user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event. It was reported that during pre-surgery, it was observed that the sagittal saw attachment device, electric pen drive device, hand switch device and cable to console device would not run while being used together. It was reported that there was no delay in the reported event. It was reported that identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.